Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip broke off.

Manufacturer narrative:
The device associated with this report was not returned. The initial report stated the device would not be returned for evaluation. Pra (preliminary risk assessment) 103215256 was held on 25 jan 2016 to evaluate the increased complaints involving the attune tibial trial extractor (product code 254500138). The review team determined that there was no increased patient risk. Based on the inability to determine a root cause and pra (preliminary risk assessment) 103215256 determination of no additional patient risk, corrective action was not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.